Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective power supply unit (psu) and main circuit board (pcb). The psu and main pcb were replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device was detecting the incorrect power source and would not charge properly. There was no patient injury reported as a result of this incident.